Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
After a hip surgical procedure it was reported: during a rejuvenate stem extraction the extractor broke; therefore we had to order another extractor from a different location. The patient remained under anesthesia for additional time causing a delay of 90 minutes.

Manufacturer narrative:
An event regarding crack/fracture involving a rejuvenate extractor was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported fracture. Material analysis for similar event, concluded that the pivot pin fractured in shear overload. Fracture likely occurred due to force applied during the engagement of the extractor device. Medical records received and evaluation: not performed as there is no evidence to support the event was related to patient factors. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have been one other event for the specified lot. Conclusions: the event was confirmed that the pin fractured. Material analysis for similar event, concluded that the pivot pin fractured in shear overload. Fracture likely occurred due to force applied during the engagement of the extractor device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
After a hip surgical procedure it was reported: during a rejuvenate stem extraction the extractor broke; therefore we had to order another extractor from a different location. The patient remained under anesthesia for additional time causing a delay of 90 minutes.